Event description:
When the lens was removed from the patient's eye, the hapitic was stationed over the lens, and was not holding its shape in place, therefore, the lens was decentered due to the haptic problem. The incision had to be enlarged to remove and replace the lens. Date of original surgery was 2003.